Manufacturer narrative:
The x3820sjd was returned for evaluation. Customer report of leakage issue was confirmed. Leakage was detected between distal lumen and optical fiber lumen inside backform. No leakage or occlusion was observed in proximal and medial lumens. No other visible damage/inconsistency was observed from the returned catheter, especially at catheter tip. A cut down of the backform was performed for further evaluation, and a gap was observed inside the backform between distal lumen and optical fiber lumen that could lead to internal leakage. The backform was from #4 mold cavity. The lot number of the affected unit of this complaint is unknown; therefore, the device history record could not be performed. As part of the manufacturing process, 100% of the units go through a dry leak test performed as procedure. This dry leak test is performed after the backforming process and in the sub assembly manufacturing process as well. A CAPA was generated on 11/18/2024 to investigate and perform actions regarding the interlumen leakage between distal lumen and optical lumen of presep products as the failure mode is associated to a manufacturing/design defect.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. The DHR was not completed as no lot number was provided. Complaint histories for all reported events are reviewed against trending control limits, on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported while using the x3820sjd catheter that propofol injection leaked out of the optical module connector during use. No patient injury was reported.